Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported alarms with low-speed operations on the night of (B)(6) 2024. The patient did not want to come into the clinic. The patient had been on battery power since the low-speed operations. A fluoroscopy of the driveline was planned for later that day. Log files were submitted for review and captured 2 pump stops and 9 low speed advisories on (B)(6) 2024. These issues appeared to be occurring while the patient was connected to the power module. In addition, the log files captured a single no external power alarm on (B)(6) 2024 that appeared to have been the result of the patient disconnecting both system controller leads from power. It was noted on (B)(6) 2024 that the patient was now on an ungrounded tether cable. The patient was asymptomatic at the time of the events. The patient denied any trauma to the driveline and had no significant weight loss or gain. X-rays of the driveline were obtained on (B)(6)2024. The patient had not had any further alarms or pump stops since using the ungrounded tether cable. The x-ray images were submitted for review and were noted to be unremarkable other than a loop near the pump.

Manufacturer narrative:
H4 - device manufacture date: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed pump stops, low-speed events, and associated alarms, however, a specific cause could not be conclusively determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted log files contained events from 10jun2024 through 09jul204, per the timestamps. The files captured multiple transient pump stops and low-speed events on 08jul204. The pump stops and low-speed events occurred while the patient was operating on the power module. Elevations in pump power were captured during these events. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is currently available. Section 1 contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.